Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on 02/19/2026. Data was further reviewed. An analysis of the data logs was performed for the time in question. The logs indicated that the sensor session began on (B)(6) 2026, at 7:37 am with transmitter/wearable serial number (B)(6). The sensor session lasted 10 ½ days and ended due to session expiration on (B)(6) 2026. There was no bg calibrations attempted during the sensor session. On the date of the reported event (B)(6) 2026, no abnormal fluctuation were observed in the data and all glucose alerts performed as intended. The root cause of the customer¿s experience was undetermined. No additional patient or event information is available.

Event description:
It was reported that an unspecified sensor issue occurred. The wearable was inserted into the arm on (B)(6)2026. On (B)(6)2026, at approximately 12:00 a.m., the patient reported that her cgm readings began fluctuating. The patient was also using an omnipod insulin pump at the time of the event. According to the patient, cgm values exceeded 300 mg/dl and approached 400 mg/dl, although the exact values could not be confirmed. Around 2:00 a.m., the cgm readings reportedly began to decrease from the 300 mg/dl range and reached 70 mg/dl by 4:00 a.m. Shortly after 4:00 a.m., the cgm displayed a drop to below 40 mg/dl, followed by a rise to approximately 200 mg/dl within 30-40 minutes. By 6:00 a.m., the cgm again showed values around 40 mg/dl, which then ¿stabilized to 80 mg/dl¿ after the patient was treated with unspecified carbohydrates by her husband. No blood glucose meter comparison values were taken at any point during the event. The patient stated that despite the fluctuating cgm readings, no error messages were displayed on the cgm device. At an unspecified time, the patient began experiencing shakiness, difficulty breathing, inability to stand, and a migraine. After being treated with food and juice by her husband, the patient reported feeling ¿fine.¿ she did not seek evaluation from a higher level of medical care. The next morning, the patient contacted her doctor to report the issue and the symptoms experienced during the cgm fluctuations. At the time of reporting, the patient stated she was ¿fine.¿ data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.